Event description:
It was reported that episodes of non-sustained rv oversensing (nsrvo) was noted via remote transmission. The patient was asymptomatic. The device was oversensing a signal intermittently on the v sense amp lead to the nsrvo. It was suggested that the physician consider conducting myopotential testing at the next clinic check and programming changes if the testing reproduces the signal.